Event description:
It was reported by a patient's wife/user of the fmc peritoneal dialysis (pd) liberty cycler that dialysis solution is leaking out the cassette and into the floor. It was also reported that patient went ot peritoneal dialysis clinic due to this event and having hazy effluent. Labs were drawn and doctor reported that the patient did not develop peritonitis as of result of the event.

Manufacturer narrative:
Product investigation concluded that there was visual evidence of dried fluid in the pneumatic tubing between the hydrophobic filter and the pump body. The investigation found no evidence of an equipment failure. The simulated treatment was then performed and completed without failure. The reported complaint was fluid leak, no duplicated during testing. The clinical investigation concluded that there were no complications or infections as a result of this incident. Patient was hospitalized due to the event for possible peritonitis. Diagnosis given for admission are hematemesis, discharge diagnosis was diabetic gastroparesis, type one diabetes, and severe erosive esophagitis. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding complaints of deaths or serious injuries received between 21 march 2011 to 11 march 2013.